Event description:
It was reported that the customer received a motor communication error alarm. Customer's blood glucose level at the time 100mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with constant off no power and spi to motor p/c communication error alarm after battery change. No cosmetic damage noted. (B)(4).